Event description:
Customer stated she fell in the bathtub and had pain in her hip and back. She mentioned that the screws ripped out of the bench sideways causing her to fall. The incident happened on (B)(6) 2010. She was scheduled for an MRI the following week. She stated she had previous broken legs, hips and hand previous to this incident as well as difficulty breathing and her difficulty breathing increased since the incident. From the voice mail rec'd on (B)(6) 2010 from the customer, after the MRI, the results showed a crushed vertebrae.